Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent minimum fill notifications occurred after filling multiple, cartridges with 150-200 units of insulin. Blood glucose level elevated to 550 (mg/dl), which was addressed with a manual injection and fluids. Reportedly, a new cartridge was loaded successfully.